Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that vessel dissection occurred. A percutaneous coronary intervention was being performed. The 90% stenosed, de novo target lesion was located in the mildly tortuous and non-calcified right coronary artery. Following pre-dilatation with a 2.5x20 non-boston scientific balloon catheter, a 2.50 x 24 synergy drug-eluting stent was deployed but dissection of the target vessel was noticed at the proximal end of the stent, it was noted that there was no deformation of the stent struts. The procedure was completed by deploying another stent. No patient complications were reported and the patient status was stable.